Event description:
The patient claimed she sees air bubbles after she changes cartridges and infusion set during the priming process. Reportedly, the insulin in the vial was pressurized accordingly and is being used at room temperature. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the air bubbles in the cartridge.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and a fill test were performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.